Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the bag was leaking from the administration port. Functional testing was performed and revealed a leak from the spike port at the cap joint. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking from the administration port. This was noted before use. There was no patient involvement. No additional information is available.